Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may letter.

Event description:
A customer reported an err4 message and that the unit of measure had changed on their freestyle flash meter. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.